Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v114266, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v114266, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a short between contacts 6 <(>&<)> 7 on the left side. The impedance for this pair was 60 ohms. The patient was programmed using 5 <(>&<)> 6 and was receiving good therapy on the left side. The battery was replaced due to normal battery depletion. The patient's indications for use were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the health care provider (hcp) programmed around electrodes 6-7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.